Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) provided troubleshooting actions and resolution recommendations. The lead remains in use. No adverse patient effects were reported. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The lead returned was severed, and some segments of the lead were missing. A more in-depth visual inspection indicates that the lead body of the tip segment was curled and deformed. Additionally, midbody segment noted that the cables inside were pulled out by the laboratory and found that one end was knotted up and one piece of cable was removed and empty. It was also noted that there was calcification on the lead insulation, shocking coil, tip area, and in the helix.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) provided troubleshooting actions and resolution recommendations. The lead remains in use. No adverse patient effects were reported. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) provided troubleshooting actions and resolution recommendations. The lead remains in use. No adverse patient effects were reported.